Event description:
Dexcom was made aware on 5/6/2024, that on (B)(6) 2024, the patient experienced a skin reaction. It was reported that the patient experienced a skin reaction with redness, infection and a large "knot" at the insertion site, which occurred an unspecified day after the sensor had been inserted. The reaction was treated with a prescription of antibiotics. No photo was provided. Per medical review, this would constitute a serious adverse event as there was medical intervention (prescription of oral or IV medication). There was mentioning of prescription of antibiotic treatment it was assessed as serious as the antibiotics could have been oral or IV medication. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Health effect - clinical code - e1803 nodule.